Event description:
It was initially reported that the hospital had a ¿non-functioning wand.¿ the 9v battery was replaced in the wand twice, but the issue did not resolve. However, it was reported that the handheld serial adapter cable is frayed. Therefore, it appears to be an issue with the serial adapter cable. It was reported that the power cable is frayed but functions. A replacement serial adapter cable and power cable were provided. The serial adapter cable and power cable were returned to the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the serial cable, and the reported allegation was verified. Visual inspection of the serial cable identified that the cable had been pulled out of the transceiver case strain relief, most likely associated with handling and wear. No functional anomalies associated with the serial cable were noted during testing using the ac adapter or the main battery with a full charge. Visual inspection of the power cord identified that the outer insulation on the 5v side was damaged. No functional anomalies associated with the ac adapter were noted during testing using a known good handheld. Use of both cables still resulted in full product functionality.